Manufacturer narrative:
Correction to e1 with additional information inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign object was reported as ¿a piece of rubber and oil. The cause of the foreign object residue remaining in the device could not be identified. According to the instruction manual at the time of shipping the product, there are descriptions as to reprocessing below: chapter 6" compatible reprocessing methods and chemical agents". Chapter 7 "cleaning, disinfection and sterilization procedures". Chapter 8 "cleaning and disinfection equipment". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. The olympus endoscopy support specialist (ess) provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was informed that during an onsite visit, the ultrasonic gastrovideoscope had a piece of rubber stuck inside the air/water cylinder, and residual oil on the control body and scope connector. No patient infections or injuries were reported.